Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) triggered an alert for out of range pace impedances on the left ventricular (lv) lead. Further review found the lv pace impedances had previously been trending in the upper 1800 ohm range. At this time, the system remains in service. Boston scientific technical services (ts) recommended that if the value was just above 2000 ohms, then the alert for the lv pace impedance threshold should be increased. No adverse patient effects were reported.